Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his wife lost her serter and needs a new one. Her blood glucose at the time of the event was unknown. The caller also mentioned that the customer was hospitalized for high blood glucose. They declined troubleshooting because they said that their current blood glucose is under control and that their doctor is working with her. She treated her high blood glucose with the insulin pump. The customer was hospitalized on (B)(6) 2014 with the blood glucose of 935 mg/dl. She was taken to the hospital by ems because of high blood glucose and a gallbladder infection. The hospital treated her with an IV drip. The customer was released, treated for infection and then had to have surgery. She was wearing the pump at the time of the hospitalization. The insulin pump and the quick serter will not be returning for analysis.